Event description:
It was reported that, during an office follow-up, the interrogated device counters indicated there had been many treated episodes since implant last december. However, there were no stored episodes in memory. A review of device data was done by technical services. It appears that the counter value was incorrect due to a single-event upset in the data area of the device memory. This has no impact on therapy. The error should be corrected by interrogating the device with a programmer. The device appears to be operating normally. The root cause of the corruption is unknown but is suspected to be a single event upset in the memory, a randomly occurring spontaneous corruption due to environmental ionizing radiation. The device was successfully interrogated with a programmer, and the clinic will schedule a remote follow-up next week. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of data issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that, during an office follow-up, the interrogated device counters indicated there had been many treated episodes since implant last december. However, there were no stored episodes in memory. A review of device data was done by technical services. It appears that the counter value was incorrect due to a single-event upset in the data area of the device memory. This has no impact on therapy. The error should be corrected by interrogating the device with a programmer. The device appears to be operating normally. The root cause of the corruption is unknown but is suspected to be a single event upset in the memory, a randomly occurring spontaneous corruption due to environmental ionizing radiation. The device was successfully interrogated with a programmer, and the clinic will schedule a remote follow-up next week. There were no adverse patient effects. The device remains implanted.